Manufacturer narrative:
The device was evaluated by olympus. During the evaluation an error "e105" occurred. In addition, no image was present due to a failure of the video cable connector. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
During inspection and testing of the olympus, model cv-170, video system center, returned to olympus as a loaner device, an error e105 was observed. As the problem was identified during in-house serviced of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely error code e105 was due to a power supply unit failure and no image was due to a failure of the video connector receiver. Olympus will continue to monitor field performance for this device.